Manufacturer narrative:
The certas valve was not returned for evaluation (remains implanted) and no lot number information has been provided; therefore, an evaluation of the device could not be performed, and manufacturing records could not be reviewed. The cause(s) of the difficulty reported by the customer could not be determined. If additional relevant information becomes available in the future, this complaint will be reopened, and the respective evaluation performed. Trends will be monitored for this and similar issues. At present, we consider this complaint to be closed. The root cause for the issue reported by the customer ¿could be due to MRI over 3 tesla, as noted in the IFU ¿testing shows that the valve mechanism is resistant to unintended changes in the setting in a 3 tesla MRI, however, the clinician should confirm the valve setting after a magnetic resonance imaging procedure.

Event description:
A facility reported an unintended shunt valve setting change after an MRI. A certas valve was placed via ventricular peritoneal shunt in a patient on (B)(6) 2019. The patient had an xr performed prior to MRI of lumbar spine on (B)(6) 2021 showing the valve at 7. The patient had an MRI lumbar spine with an outside provider on (B)(6) 2021, after which the patients primary neurosurgeon received a call from the patient that their certas valve had changed from 7 to 8 during the MRI. Skull films were not clear to the neurosurgeon. The neurosurgeon had the patient repeat skull films in their neurosurgery clinic and come in person for evaluation. Reportedly the patient was not symptomatic. The programmer confirmed the valve was at 8, the neurosurgery office staff dialed the shunt valve back down to 7 without difficulty. The patient reportedly is at their baseline function.